Manufacturer narrative:
H3, h6: the reported device was not received for evaluation. However, five unopened/sealed devices were each returned in original packaging with the batch number of the complaint on the labels. A visual inspection revealed that there are no visible defects of the anchors or insertion devices. A functional evaluation per sampling plan showed that three devices were opened and each evaluated. The black (1) most proximal knob will rotate and move the distal anchor/plug rod of all three devices as intended. The orange (2) larger knob will rotate and move the outer barrel/forks of all three devices as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified procedure, two (2) healicoil knotless pk nst anchors were falling into pieces whenever it was tried to insert them. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.